Manufacturer narrative:
The astral device was returned to resmed. Evaluation and review of the device data logs confirmed the reported complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a supercapacitor leak on the main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, review of the device data logs revealed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.